Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® push button blood collection set blood leakage occurred. Patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported about blood leakage during blood collection. Recently, bd's product defects have been occurring frequently and the customer is becoming distrustful. The customer is asking about whether all products are inspected properly.

Event description:
It was reported that while using bd vacutainer® push button blood collection set blood leakage occurred. Patient impact was not reported. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about blood leakage during blood collection. Recently, bd's product defects have been occurring frequently and the customer is becoming distrustful. The customer is asking about whether all products are inspected properly.

Manufacturer narrative:
The following fields were updated due to additional information: concomitant products: device available for eval yes, concomitant products: returned to manufacturer on: 2021-01-08. Investigation summary bd received one sample from material number 367324, lot number 0083595 and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged luer with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. The defect of leakage was could not be confirmed however, the defect of damaged luer adapter was confirmed. Bd determined that the root cause of the indicated failure for the damaged luer mode was attributed to manufacturing. The evaluation of the submitted photos displayed that some leakage did occur but did not reveal sufficient evidence to identify a root cause. It is possible that the clinician struggled to make a connection due to the defect, which caused the leak, however testing could not confirm it. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.